Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. The anomaly observed in the field was confirmed via reviewing the fast-path summary, high voltage lead impedance was high. High voltage lead impedance was tested on the bench and uts, defib final and dlts test and the analysis was normal at all times. The cause of the field anomaly was undetermined.

Event description:
It was reported that patient went to clinic due to hvli alert. Hvli lifetime trend revealed a gradual increment of vd and svc can impedance.